Event description:
Customer reported abo discrepancy on the galileo. When testing with the fwd_abo assay, a donor sample typed as ab negative. Manual testing results were a negative.

Manufacturer narrative:
Instrument images were reviewed; the unexpected results were confirmed. Fwd_aborh testing performed on in-house galileo with donor samples of various abo types and customer's donor segment 40fy50222 using retention anti-b series 3, lot 203234. No abo discrepancies were observed. All in-house donor samples typed as expected. Customer's sample was interpreted as group a, d negative as expected.fwd_aborh testing performed on in-house galileo with donor samples of various abo types and customer's donor segment 40fy50222 using returned anti-b series 3, lot 203234. No abo discrepancies were observed. All in-house donor samples typed as expected. Customer's sample was interpreted as group a, d negative as expected.according to the galileo operator manual,forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.